Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the clinical efficacy of pacemakers was observed in patients with acute cardiovascular disease. Journal of shanxi staff medical college. 2017, 27 (06), 22-24. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the clinical efficacy of pacemakers observed in patients with acute cardiovascular disease. The article reports one patient who experienced a wound infection. The status/ disposition of the device is unknown. No further patient complications have been reported as a result of this event.